Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 62mm diameter thoracic aortic aneurysm. It was reported that the proximal site of the valiant was fenestrated and the device was implanted from zone 2. The left subclavian artery (lsa) was conserved and the procedure was completed but a type ia endoleak was suspected on CT scan.it was noted that calcification was present at the proximal landing zone and the "fitting was not good". It was reported that a reintervention was performed approximately 3 months post index procedure however a minor leak still remained and this will be monitored. As per the physician, the cause of the event was due to patient vessel morphology. It was noted that the valiant was not attributed to causing the event and that the use of a non-mdt device may have been a possible cause. No additional clinical sequelae were reported and the patient will be monitored by the physician.